Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has been hospitalized due to high blood glucose. The customer's blood glucose level was 295 mg/dl. The customer was treated with bolus with insulin pump and injection. The customer was admitted at (B)(6) children's hospital on (B)(6) 2014. The customer cause of emergency room visit as per health care provider was high blood glucose ketone acidosis. The customer was released with set change and treatment. The troubleshooting was performed. The patient was advised to change the entire set, reservoir and insulin and treat per health care provider instructions. The customer will monitor her insulin pump with infusion sets and call if needed.